Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than six months remaining longevity with a magnet rate of 90 pulses per minute (ppm) for six to nine months. Boston scientific technical services (ts) discussed elective replacement time (ert) and end of life (eol) behavior and advised to follow the patient more often because the patient was dependent. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.